Manufacturer narrative:
(B)(4). Concomitant medical products: 110004180 precision flx rmr 4.5mm disp 836380, 110010578 precision flx rmr 8.5mm disp 024790, 110004187 precision flx rmr 9.0mm disp 002290. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04159 , 0001825034 - 2018 - 04162, 0001825034 - 2018 - 04164.

Event description:
It was reported that during left knee acl reconstruction procedure, four (4) flexible reamers fractured at the distal and proximal ends. The fractured pieces were removed from the patient and the procedure was able to be successfully completed.

Manufacturer narrative:
The following report is being submitted to relay additional information received: complaint sample was evaluated and the reported event was confirmed. Upon visual inspection of the returned devices shows fracture, sem analysis showed that it fractured due to bending overload. The fracture showed evidence of brittle overload. Post fracture damage was also observed on the fracture the edges appeared to have smeared as well. Eds material analysis showed the material was consistent with material specifications. Review of device history records found these units were released to distribution with no related deviations or anomalies. It was noted that the patient had a tight femoral notch and, it was also confirmed that the wire outside the tunnel was straightened. Further, follow-ups during investigation determined the resident did not apply constant power but rather was starting/stopping during reaming. These are all factors which may have contributed to the event, however, root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.